Manufacturer narrative:
Synthes is unable to determine manufacturing site, or the manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn, as no device was returned.

Event description:
Replacement of fractured left medial titanium rib prosthesis. Patient fell one month ago, x-rays revealed a fracture of his lumbar extension.